Event description:
I had lasik surgery four years ago. My surgery went well, but after three years, developed bad cataracts. I have had one removed with great results and am having the other removed next month. I can see very well out the one eye, I hope it goes as well with the other. I would advise anyone over 40 to not have lasik surgery. I really think this is what caused them. I am (B)(6).